Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was difficult vascular access due to left axillary and subclavian stenosis. It was noted that a moderate left pneumothorax occurred. A chest tube was placed and later removed. The leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.